Event description:
It is reported that during surgery in 2009, the surgeon was placing a zimmer eight hole plate on the patient's tibia when the screw heads broke off. The screw shafts remain in the patient.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. Patient information such as height, weight, and patient activity is unknown. It is unknown if the proper surgical technique was followed when inserting the bone screws. Based on the available information a definitive cause cannot be determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.